Event description:
It was report that on (B)(6), 2010 the pt complained of hearing a loud buzzing; because of this he was no longer able to hear with his device. Exchanging the external parts didn't improve. Testing carried out on (B)(4), 2010 showed that the device has malfunctioned. An accident or other external impact is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.